Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead was exhibiting high defibrillation impedance. Programming changes were made to resolve the issue. The patient was in stable condition.